Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damaged enclosure, front cover, tank cover, line cord, pole clamp, and block assembly. Bent micro switch wasn't alarming when it should. Started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The reported problem was duplicated. The root cause of the reported issue was found to be liquid crystal leakage in the display screen. Actions were taken to mitigate the reported issue: replaced the power control board. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device had a faulty display. No patient injury was reported.